Event description:
A revison surgery was performed one day after the primary surgery due to a hematoma (blood did not clot in thyroid blood vessel, which developed into a hematoma which is not related to the cervical plate). The plate was removed and bent over the screw holes, deforming them. When attempting to reattach the plate, a collet came out of the plate, attached to a screw. The hardware was completely removed, and new hardware was implanted without failure. Hematoma caused the revision surgery and the dr did not follow the instructions given in surgical technique.